Event description:
It was reported that this implantable pacemaker has reached elective replacement indicator (eri) and when the device got interrogated, the device got a fault code message. Technical services (ts) asked about the exact fault code, but the representative does not know it and cleared it up. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.